Event description:
The ventilator went vent inop and alarmed while in use on a patient. Vent inop, when in use will stop providing ventilatory support to the patient. The hospital biomedical technician confirmed a diagnostic code that indicated a vent inop occurred due to a flow sensor failure. The customer will service the ventilator, replacing the exhalation flow sensor to correct the problem.